Event description:
Silastic gastric ring stopped and went into sectioned off stomach, it caused intestinal blockage and hernia. It had eroded badly and no markings were found. After 2 years of investigation, I was able to find that I had the silastic ring implanted in (B)(6) 1998. I was hospitalized for 2 weeks for surgery to have it removed, then 2 months of skilled nursing, then 2 weeks of rehabilitation. I am home now but still have problems with stomach. Researchers are still studying the relation of bariatric surgery and ms which I now have.